Manufacturer narrative:
Concomitant products: 694765, lead; 5076-52, lead, implanted: (B)(6) 2011; 5866-38m, adaptor; 5071-53, lead, implanted: (B)(6) 2011.

Event description:
It was reported that the epicardial left ventricular (lv) leads exhibited elevated thresholds. The leads will continue to be monitored, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.